Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer received an unexpected restart alarm. Troubleshooting could not be performed as customer did not have the right type of battery. Customer had been receiving failed battery test alarms and it was determined she was using lithium batteries and was advised to used alkaline batteries. Customer's blood glucose was 375 mg/dl. Nothing further reported.